Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for two samples from the same patient tested with the roche omni electrode potassium on a cobas b 221 roche omni s6 system. The sample values were reported outside of the laboratory and questioned by a physician as the available outputs from patient monitoring did not suggest that the patient was hypokalemic. The reporter also mentioned they have been getting "sodium signal sensor unstable" errors on the cobas b 221 analyzer for several months. The reporter stated that the k electrode was last changed on this analyzer on (B)(6) 2021. Per product labeling, the k electrode is stable for 26 weeks. The first sample from the patient resulted in a k value of 3.14 mmol/l when tested on the cobas b 221. The second sample from the patient resulted in a k value of 3.14 mmol/l when tested on the cobas b 221. A third sample was collected from the patient and tested on a cobas 6000 c (501) module, resulting in a k value of 4.2 mmol/l. This value was deemed correct by the physician as it was consistent with the clinical presentation of the patient.

Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for two samples from the same patient tested with the roche omni electrode potassium on a cobas b 221 roche omni s6 system. The sample values were reported outside of the laboratory and questioned by a physician as the available outputs from patient monitoring did not suggest that the patient was hypokalemic. The reporter also mentioned they have been getting "sodium signal sensor unstable" errors on the cobas b 221 analyzer for several months. The reporter stated that the k electrode was last changed on this analyzer on (B)(6) 2021. Per product labeling, the k electrode is stable for 26 weeks. The first sample from the patient resulted in a k value of 3.14 mmol/l when tested on the cobas b 221. The second sample from the patient resulted in a k value of 3.14 mmol/l when tested on the cobas b 221. A third sample was collected from the patient and tested on a cobas 6000 c (501) module, resulting in a k value of 4.2 mmol/l. This value was deemed correct by the physician as it was consistent with the clinical presentation of the patient.

Manufacturer narrative:
The patient's reason for the visit was abdominal pain. The first sample from the patient resulted in the following additional test data: ph = 7.340, pco2 = 42.7 mmhg, po2 = 435.0 mmhg, chco3st = 21.8 mmol/l, beecf = 3.2 mmol/l, so2 = 99.9 %, cto2 = 9.6 vol%, thb = 6.02 g/dl, hct = 21.7 %, cohb = 1.3 %, o2hb = 98.0 %, hhb = 0.1 %, methb = 0.6 %, ca2+ = 3.13 mg/dl, glu = 138.8 mg/dl. The second sample from the patient resulted in the following additional test data: ph = 7.326, pco2 = 40.5 mmhg, po2 = 413.4mmhg, chco3st = 20.3 mmol/l, beecf = -5.3 mmol/l, so2 = 99.9 %, cto2 = 9.3 vol%, thb = 5.86 g/dl, hct = 20.4 %, cohb = 1.3 %, o2hb = 97.9 %, hhb = 0.1 %, methb = 0.7 %, na = 139.1 mmol/l, ca2+ = 2.78 mg/dl, glu = 141.2 mg/dl. The third sample from the patient resulted in the following additional test data: na = 136 mmol/l, cl = 104 mmol/l, co2 = 23 mmol/l, gap = 9 mmol/l, bun = 11 mg/dl, creat = 0.50 mg/dl, creat calc pha = 50 ml/min, gfr = > 90 ml/min/1.73m^2. Medwatch fields a2. And a3. Have been updated.

Manufacturer narrative:
The affected electrode could not be returned for investigation. The investigation concludes that the k electrode exceeded in-use time and should not have been used. After replacing the electrode, the problem was resolved.